Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device eval: one swg and one ars were returned for eval. The swg was examined and multiple kinks were observed throughout, no signs of unraveling was apparent. The od was measured and met specification. The swg was measured and found to be within specification. A manual tug test on both ends of the swg revealed a separation in the core wire to the distal weld. Microscopic examination found both welds were typical, full and spherical. The j-end of the swg was inserted into the asr and removed multiple times. The orientation of the syringe was rotated 1/4 turn between each test. Slight resistance was felt when the distal portion of the swg passed through the syringe. A 0.032" swg from internal inventory (used for this kit) was inserted into the asr and removed multiple times. No resistance was encountered during this functional test. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. The device history records for the swg were reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a mfg related cause. The report of a swg kinked and ars resistance was confirmed through visual examination and functional testing of the returned sample. Although, the complaint was of a kinked swg, the investigation found the core wire to be broken adjacent to the distal weld. The selected insertion site and pt anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.

Event description:
It was reported that when removing the spring wire guide (swg) from the arrow raulerson syringe (ars) placed in the pts' jugular vein, the swg was found kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt.